Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: "patient with an exeter stem implanted in left hip since 10 years suddenly felt pain when walking inside the house and was not able to lift his leg. Went to the ER and where they find a broken stem on the x-ray and he was taken to or the next day."